Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -7.50/1.0/083 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. An "oil-like attachments were observed on the surface of the lens." Lens remains implanted. Per the reporter on (B)(6) 2020, "patient's acuity was 1.0 on (B)(6) 2020. Little astigmatism, surgeon believes caused by incision. Everything else ok, ac was quiet. Surgeon will continue to observe closely. Cause of the event is reported as unknown.